Manufacturer narrative:
(B)(4). The unit was returned and sent to the manufacturer (B)(4). For evaluation. (B)(4) reports that upon receipt of unit the claim was confirmed. Evaluation revealed that the power switch light did not illuminate and the unit did generate heat. A random malfunction in the potentiometer and power switch, prevented the unit from heating at high setting. The faulty parts require replacement. The device history record review shows that the heater was working within specifications at the time of release. The approximate age of the heater is 1566 days and the unit is out of warranty. Based on the investigation performed, the reported complaint was confirmed. The unit will be repaired and returned.

Event description:
Customer complaint states: "unit is not heating up during use." There was no report of patient harm or necessary medical intervention. Patient condition reported as fine.